Manufacturer narrative:
Batch review performed on 25-nov-2025. Stem: amistem-p collared 01.18.430 amistem-p collared std. Size 0 (k173794) lot 2005847: (B)(4) items manufactured and released on 27-nov-2020 expiration date: 2025-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact dm 01.26.2848mhc double mobility hc liner d 28/dmd (k092265) lot 2433480: (B)(4) items manufactured and released on 31-jan-2025 expiration date: 2030-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.148mb mpact dm acetabular shell d 48 (k143453) lot 2436343: (B)(4) items manufactured and released on 13-aug-2025 expiration date: 2030-07-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.201 mectacer head biolox delta dia.28 12/14-s (k112115) lot 2515042: (B)(4) items manufactured and released on 20-jun-2025 expiration date: 2030-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 month from primary, the patient came in due to a hematogenous infection and the pathogen is unknown. The surgeon swapped the liner head and stem and revised the cup from a dual mobility to a standard cup. The surgery was completed successfully.